Manufacturer narrative:
The nurse manager reported that the display screen on the central nurse's station (cns) went blank. They called to troubleshoot the issue, however nihon kohden technical services was not able to reach them to do this or to get additional device information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse manager reported that the display screen on the central nurse's station (cns) went blank.

Manufacturer narrative:
The nurse manager reported that the display screen on the central nurse's station (cns) went blank. They called to troubleshoot the issue, however nihon kohden technical services was not able to reach them to do this or to get additional information. The customer was able to get a hold of the support team and they replaced power cables and it fixed the issue.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, (B)(6) reported the cns (B)(6) monitor was not displaying anything. Service requested troubleshooting/assistance. Service performed customer was able to get a hold of the support team, and they replaced power cables to fix the issue. Investigation result the cns was put into service on (B)(6) 2007, which is over 10 years prior to the reported issue. There was a failure of the power cables. If the power cables had not been replaced during the cns's lifetime, this would indicate the cables were over 10 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the part. Per cns-9701a service manual revision e, it is recommended that a maintenance check is performed once in every six months. This includes checking the external condition of the unit and its peripheral accessories. A review of cns history found no previously reported issues with the unit. The issue was resolved by replacing the power cables. The condition of the cables is not known. As the cables were not returned, nka evaluation could not be performed. The cables are supporting accessories. This issue was not caused by a deficiency of the patient monitoring device (cns). There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficient device design corrected information: g4. Date received by manufacturer: should be 12/29/2017 not 01/23/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Serial #. E3. Initial reporter - occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information h3. Device evaluated by manufacturer? H4. Device manufacturer date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6, b2, b6, b7, d4 lot # & expiration date, d6 - d7, d9, d11& c2, f10, g6, g8, h7 and h9.

Event description:
The nurse manager reported that the display screen on the central nurse's station (cns) went blank.